Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, at the first 2 firings, using the first reload, the staple line was incomplete distally. The second reload was fired on thick tissue and left a poor staple line, which was malformed. The staple line was incomplete distally. The staple lines were over sewn to complete the case.